Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter their device into MRI mode. Diagnostics revealed high impedances on the bilateral leads. As a result, surgical intervention may be undertaken to address the issue.